Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event reported is a duplicate report. Please refer to mfg report 9610773-2025-01377 and 9610773-2025-01394 (original).

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had an abnormal cloudy prevention function. This issue occurred when it was inspected at the time of setup before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report #emdr (B)(4).

Event description:
No additional information received from customer.